Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during filling. The device was being filled with a sodium chloride diluent. There was no patient involvement; therefore, no patient injury, medical intervention, nor adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. A visual examination of the unit determined that the bladder ruptured in a non-footed position. However, the cause could not be determined during microscopic inspection. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.